Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had frozen display. Customer also stated that the smell of insulin from the reservoir compartment. Customer also stated that the insulin pump gave a low battery warning and the battery died. No harm requiring medical intervention reported. The insulin pump will be returned and reservoir will not be returned for the further analysis.